Event description:
In 2007, 09:00 am fractured polyethylene cup liner. Right total hip revision. Approx 3 months ago, the pt fell backwards, while stepping off a curb and landed on her right hip. Pt was diagnosed with a displacement of her right hip and has had constant pain since the fall.